Manufacturer narrative:
The device was received for testing and investigation on 3/29/2017. Testing and investigation found the ac power cord was blackened around the ac wall outlet prongs, and the ac prongs appeared to have started to melt due to the spark / heat. There are no signs of bent prongs that could have caused sparking. Additionally, the plastic handle was intact aside from external burn signs and there was no evidence of a product related issue. Testing was not able to determine a probable cause of the customer reported event and determined that there is a possibility the event could have been caused by the ac wall outlet.

Event description:
The customer reported that when the device was unplugged it sparked, and black smoke was observed. The wall outlet and power cord of the IV pump were also black. The customer further reported a maintenance crew fixed the cord but that they would like to send the device for an evaluation. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation and has not yet been received. Investigation is not complete.

Event description:
The customer reported that when the device was unplugged it sparked, and black smoke was observed. The wall outlet and power cord of the IV pump were also black. The customer further reported a maintenance crew fixed the cord but that they would like to send the device for an evaluation. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.